Event description:
It was reported that a person using an ilet experienced hyperglycemia with a reported blood glucose of 330 after completing a supply change approximately two hours prior, while using cleared data delivery and having announced a meal before the change; corrections had initiated within the previous 30 minutes, tubing primed with drops observed, and no leaks or kinks noted. Symptoms included elevated blood glucose. Outcomes included no hospitalization and continued monitoring with planned follow-up. Investigation included review of synced device data and basic troubleshooting of infusion components. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear following verification that insulin delivery was occurring through intact tubing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the event to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.